Event description:
Legal counsel for the patient reported that the patient underwent a total hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2011, due to alleged pain, elevated metal ion levels and tissue/bone destruction. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2011, was due to femoral stem loosening and infection. The operative notes confirm that all products were removed and competitor antibiotic spacers were implanted. This report is based on allegations set forth in plaintiff's complaint and the allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Review of sterilization certification confirms device was sterilized in accordance with (B)(4). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 4 of 9 mdrs filed for the same event (reference 1825034-2012-01902 / 01904 & 2013 - 03643/3648).